Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted due to the infection and the pacemaker was replaced with leadless pacemaker. The patient status throughout the procedure is unknown.